Event description:
It was reported that, the user experienced fluctuating blood glucose levels while using the ilet, with a documented low of 48 mg/dl followed by a high of 249 mg/dl. The device issued an alert for the low glucose value. The user was advised to treat the hypoglycemia with fast-acting carbohydrates and to remain connected to the pump. Subsequent follow-up indicated improvement, with glucose increasing to 153 mg/dl. No symptoms were reported. There was no need for medical intervention, and brief non-medical assistance was provided out of kindness. Investigation activities included review of the user-reported blood glucose values and counseling regarding hypoglycemia correction and monitoring for potential hyperglycemia. The investigation revealed no device malfunction was reported, and correction was achieved through oral glucose treatment and continued pump use. Based on previously established findings for similar reports, the cause of the event was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.